Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), when powered on, failed to perform the first automatic charging. No injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, h6 (health effect clinical code, health effect impact codes and medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that automatic filling was not possible at startup. The fse replaced the scroll compressor. An operational inspection was performed with good results. The failure analysis and testing department received the scroll compressor with a reported unit failure of failed automatic filling after power on. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed scroll compressor, serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the autofill failure. Retaining the scroll compressor in the fat dept. Per procedure 0002-07-d008 rev at. The most probable root cause is debris or excessive stress or fatigue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), when powered on, failed to perform the first automatic charging.